Event description:
On (B)(6) 2015, the patient was at the hcp¿s (healthcare professional¿s) office for a pump refill. The hcp was not there, so a nurse did the refill. Per the patient, the nurse never put the physician programmer antenna over her pump. The pump started alarming on (B)(6) 2015; telemetry had not yet been performed. The patient was wondering if she was going to get medication. The patient was looking for a closer pump managing physician. The device system was delivering morphine. No patient symptoms were reported. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).